Event description:
The customer observed erratic potassium and chloride results for one infant while using the ict module on the architect c4000 analyzer. The customer generated the following potassium results over 5 draws: (B)(6) 2012: draw 1: 5.0 mmol/l, (B)(6) 2012: draw 2: initial 4.1 mmol/l, retest 4.6 mmol/l, (B)(6) 2012: draw 3: 5.2 mmol/l, (B)(6) 2012: draw 4: initial 4.7 mmol/l, retest 4.9 mmol/l, (B)(6) 2012: draw 5: 6.3 mmol/l. The customer generated the following chloride results over 5 draws: (B)(6) 2012: draw 1: 104 mmol/l, (B)(6) 2012: draw 2: initial 92 mmol/l, retest 101 mmol/l, (B)(6) 2012: draw 3: 101 mmol/l, (B)(6) 2012: draw 4: initial 97 mmol/l, retest 100 mmol/l, (B)(6) 2012: draw 5: 101 mmol/l. No additional patent information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
This was incorrectly selected as 'no information' in the initial report. 'No' is the correct response. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the architect c4000 analyzer, ln 2p24, were identified.

Manufacturer narrative:
Incorrect or inadequate test results; (B)(4) no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.